Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was happy.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va1ajqg, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had abscess over the implantable neurostimulator (ins) site. Factors that may have led or contributed to the issue reported that none were known. It was observed that the patient was very thin. The patient presented the issue at the general practitioner. It was reported that the general practitioner prescribed antibiotics and the abscess cleared. The issue was resolved. It was reported that the second abscess occurred in (B)(6) 2018 but was cleared with antibiotics. Patient was implanted for retention and continues with therapy plus was stable. Relevant medical history includes urinary retention. No further complications were reported/anticipated.